Event description:
It was reported that during an open cystectomy procedure, the device articulated only towards one direction and the firing mechanism was very hard to use, also the staple line did not look correct, staples were not properly formed. He decided therefore to open another instrument. Another device was used to complete the case. No pt consequence.